Event description:
It was reported that the patient was experiencing inadequate and discomfort from the ipg. The patient underwent an explant procedure. The explanted devices were not returned to bsn due to facility policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5107005/7038792.